Event description:
The consumer released the joystick to stop the chair, so she could remove a tree branch. The chair allegedly did not stop right away, so the consumer put her feet down to stop herself. The chair allegedly kept moving, causing her to break 4 bones in her foot.

Manufacturer narrative:
The user released her joystick and the chair reportedly did not stop right away. This resulted in the user allegedly breaking her foot. The programming adjustment appears to be inappropriate for this user. Dealer serviced the chair and adjusted the users programming features to better suit her need. Chair remains in use. Nature of complaint suggests a programming error. Current user guide covers this area. MDR filed based on alleged serious injury.